Manufacturer narrative:
Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 300 mg/dl.